Manufacturer narrative:
After reviewing photographs of the device and re-reviewing the reported incident it was determined that this report was submitted in error as the incident does not meet the MDR regulation requirements of a reportable event. No further reports will be forwarded.

Event description:
The customer reported that the product was broken at the connection. Photographs provided show that the y-port was cracked.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the product was broken at the connection. There was no harm to the patient.